Manufacturer narrative:
((B)(6) 2021). Parent pr# of (B)(4) has been identified as a duplicate of (B)(4) and has been cancelled accordingly. Please refer to (B)(4) for the full investigation of this issue. Please refer to mdn below for (B)(4) for the full investigation of this issue. : (B)(6).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device prompt error after boot-up as paddle cannot be detected. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.